Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was invalid data on the implantable pulse generator (ipg) during interrogation. The date and time information was incorrect. The next day, when they interrogated the device again, all of the date and time information was back to normal. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.